Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had leak 6-7 days following a laparoscopic sigmoid colon resection. The patient had abdominal pain. They ordered CT scan and took the patient back for surgery. It was stated that anastomosis did not appear to be disrupted and tissue was not necessarily ischemic but it was dark where the leak have been. It was also stated that the patient had no co-morbidities and was ¿pretty healthy.¿ the surgeon had to do a loop ileostomy and had the patient back in 8 weeks to do an additional procedure. The event resulted to patient¿s extended hospitalization, unanticipated tissue damage and tissue loss.